Manufacturer narrative:
It was noted that this patient had mitral regurgitation prior to having avr. The patient's mitral regurgitation increase from moderate to severe post-avr. It is unknown whether the avr caused or contributed to the patient's mitral regurgitation; however, there has been no allegation of product malfunction or deficiency. It appears that the root cause of this event was likely due patient and/or procedural related factors.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted for two (2) days, was explanted as the patient was experiencing mitral regurgitation post-avr. The patient initially presented with moderate-to-severe aortic insufficiency with severe subaortic stenosis with severe outflow tract obstruction due to subaortic membrane, mild-to-moderate aortic stenosis, moderate mitral regurgitation, mild tricuspid regurgitation, paroxysmal atrial fibrillation and left ventricular hypertrophy. After replacing the aortic valve, there was severe mitral regurgitation noted after initial pump run, leading to a second pump run resulting in moderate mitral regurgitation. After the procedure, severe mitral regurgitation was noted again. Two (2) days later, it was decided to performed redo-avr and mvr. He did require temp pacing with his epicardial pacing wires post-operatively. He ultimately required a ppm. The patient continued to have atrial fibrillation and was started amiodarone and coumadin. Cardioversion was planned but was cancelled as the patient was found to have a left atrial appendage thrombus. Amiodarone was stopped. The patient did require blood transfusions during his hospitalization. He was discharged to an inpatient rehab facility on pod #25.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details. The explanted device is also not available for evaluation. There is currently insufficient information to determine the root cause of this event. There has been no allegation of a product malfunction. The device history record (DHR) review was completed and there was one non-conformance identified; however, this was repaired and the device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information becomes available, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted for two (2) days, was explanted due to unknown reasons. The explanted device was replaced with another edwards valve of the same model and size. No additional details provided.